Event description:
The physician was attempting to treat a moderately tortuous and moderately calcified lesion in the left iliac artery. The physician attempted to advance a visio pro stent to the target lesion, however it dislodged during the attempted delivery and was deployed in a non-target area (proximal to the target lesion). The physician attempted to use another visio pro stent, however it also dislodged during the attempted delivery and was deployed in a non-target area (distal to the target lesion). The physician then deployed an everflex stent without issue. There were no patient complications as a result of the event and the patient was reported to be doing well post procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.